Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in a slightly calcified peripheral vessel, the fox plus balloon ruptured at 2 atmospheres during inflation. The device was removed completely without difficulty. There was no adverse pt effect. No add'l info was provided.